Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance. A review of the daily measurement noted that there have been increases in impedances on the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. Current shock impedances are within normal limits. Technical services (ts) noted that gradual increases in shock impedances can be caused by several factors such as changes in patient physiological condition. No adverse patient effects were reported. The patient will be monitored and the device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).